Manufacturer narrative:
An event of device embolized was reported. A returned device assessment could not be performed as the device was not returned for analysis. A lot number was not received so no device history record or lot specific similar complaint review is required. Based on the available information, a cause for the reported device embolization could not be determined. The device was successfully removed out of the aorta. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
Na. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report mw5176249 received that states "it was reported by the caller that the amulet (abbott) left atrial appendage closure (laao) device dislodged right after deployment. This occurred after the ablation portion of the procedure was completed with medtronic mapping system and ablation. The caller stated that the laao device placement was "questionable"- that the shape of the left atrial appendage was "not standard"- this was noted on nuvision ice imaging that was used for the procedure. A tug test was performed and color doppler was used to confirm placement before releasing the laao device for deployment. As the ice images were studied post-deployment, the laao device "popped out" into the left ventricle (where it stayed for a few minutes) before moving out to the aorta. The device was retrieved from the aorta. The caller stated that the patient was stable throughout the procedure. The caller stated that this patient previously had a boston scientific watchman laao device placed (procedure date unknown), which also dislodged (event date unknown). What type of injury? Laao device dislodgement and retrieval. What led to the discovery of the event? Ice imaging. How was it confirmed? Ice imaging with nuvision. Was there medical intervention provided to the patient? Retrieval of device. Last known patient status: stable. Which therapeutic/diagnostic j&j ep product was in use? Is it available for return? Nuvision. Ice (caller does not have lot number, and catheter has been discarded). Physician¿s opinion on the cause of the issue: unk. Medtronic used for mapping and ablation. Abbott used for appendage closure. J&j ep used for nuvision ice. Afib ablation plus laao closure. Carto system software version 8.1.0.325. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). It was reported that on (B)(6) 2025, an unknown size amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure. The shape of the appendage was not standard. On an unknown date, a non-abbott device was implanted for laa closure and it got dislodged. During procedure, a tug test was performed and color doppler was used to confirm before releasing the device. Post deployment, intracardiac echocardiography (ice) showed the amulet was embolized into left ventricle and stayed there for few minutes. After that it moved to aorta. The device was retrieved from aorta. The patient remained stable throughout the procedure. The patient was reported stable.